Manufacturer narrative:
The reported events were dislodgement, failure to capture and failure to sense. As received, a complete lead was returned for analysis. Examination of the lead found the helix retracted and was clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retract. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented in the hospital. The patient's right ventricular lead had no capture at max output. The patient was pacemaker dependent in complete heart block with no r-waves. The lead was explanted and replaced on (B)(6) 2021. Echocardiography revealed a pericardial effusion, which was drained, and the patient's vital signs stabilized. The patient was reported to be recovering.